Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual examination of the provided photograph did not show any evidence of a crack in the housing; therefore, the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was received for evaluation. Visual inspection did not reveal any evidence of crack, damage, or defect on the housing. The reported condition was not verified through evaluation of the actual device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a crack in the housing of a large volume folfusor. This event was discovered before patient use. There was no patient involvement. No additional information was available.